Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4). 2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling. The "up" and "down" buttons were found to be intermittently responding. The keypad was removed and contamination was observed under all of the button contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the keypad buttons are intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.